Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an unspecified patient incident during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported that a (B)(6) pump had an unspecified patient incident during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, device found to pass flow accuracy testing, downstream occlusion testing, and air-in-line test. No damage to door or tubing channel. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was determined to have an out of calibration ultrasonic sensor. The ultrasonic sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.